Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed active exhalation valve test steps during testing. The device's active exhalation control module was replaced to address the issue. Additionally, during the evaluation of the device at the third-party service center, the device failed an internal battery capacity test step during testing. This test checks if the battery is charged to a particular level required by the test, it does not affect therapy and is not considered a reportable test failure. The internal battery pack was replaced to address the issue.

Manufacturer narrative:
The reported failure of active exhalation valve test steps is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.